Event description:
Per the clinic, the device was explanted (B)(6) 2013, for unknown reasons. It is unknown if there are plans to reimplant the patient with another device. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed december 12, 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device during the explant surgery on (B)(6) 2013. Explant and reimplant surgery performed because the patient was not receiving benefit with use of the device. This report is filed (B)(4) 2013.